Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, regarding the snowflake screen, the presumed cause was traced to a malfunction of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a snowflake screen. The issue was found during inspection for use. There were no reports of patient involvement.